Event description:
The lead was explanted on (B)(6) 2012. Ot lv lead 4193-baa 147885v high thresholds 4.5v @ 1.5ms and flouro prior to procedure showed it previously dislodged to anterior position so not clinically usable. Tried to extract but adhered to svc coil of rv lead. The procedure took place at (B)(6) medical center east. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)